Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. Fluoroscopic x-ray was performed with no issues and the line connections on the cord and the transformer were checked and had no issues. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not display any images and pt data was gone. No pt injury was reported.